Manufacturer narrative:
Visual evaluation of the returned complaint device revealed that the balloon was torn longitudinally. Inspection of the catheter of the device revealed no issues. The investigation results are consistent with the event description. The reported defect of balloon burst was confirmed as the balloon was torn longitudinally. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during a pyloric dilatation in the stomach preformed on (B)(6), female patient born on (B)(6) on (B)(6) 2011 (patient weight is unknown). According to the complaint, during the procedure, the balloon was placed across the stricture and when balloon reached 3 atm, the balloon burst. There were no sharp objects in the area of dilatation and no pieces of the balloon detached inside the patient. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during a pyloric dilatation in the stomach preformed on (B)(6), female patient born on (B)(6), 2011 (patient weight is unknown). According to the complaint, during the procedure, the balloon was placed across the stricture and when balloon reached 3 atm, the balloon burst. There were no sharp objects in the area of dilatation and no pieces of the balloon detached inside the patient. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). Patient weight is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.